Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white cap on the minicap transfer set did not hold, resulting in a separation. This event occurred during use. The transfer set had to be changed after two months instead of the expected six months. There was no patient injury or medical intervention associated with this event. No additional information is available.